Event description:
The customer reported that during testing, they discovered that the external paddles were working intermittently and that they had to wiggle the wires to get them to work. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.